Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer performed supply changes to address the past occlusion alarms that occurred. Tandem technical support performed a system check using the current supplies, and the occlusion was found to be within the cartridge. Customer had elevated blood glucose levels reaching over 400 mg/dl. Customer addressed elevated bg levels with manual injections and lantus. Reportedly, bg levels have lowered to target range.